Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alert for t-wave oversensing of premature ventricular contractions (pvcs). No intervention was performed. There were no patient consequences.